Event description:
A patient in the ICU with septic shock and a low hemoglobin level was undergoing continuous renal replacement therapy (crrt) on a prismaflex machine and a prismaflex m100 filter. As the nurse was returning the blood in the extracorporeal circuit, blood was observed backing up into the saline bag. The nurse terminated the return of the blood resulting in an estimated blood loss of 152 ml. The patient was transfused with a unit of blood the following morning. Later it was confirmed the return line had been connected by the user to the saline bag which resulted in the blood backing up into the saline bag.

Manufacturer narrative:
This event is related to a use error. The operator connected the return line to the saline bag, instead of the access line, and thereby pulled the blood from the patient and returned it to the saline bag. The labelling for the prismaflex control unit provides clear step by step instructions including drawings on how to configure/connect the filter set lines when performing the blood return procedure. The provided instruction was not followed by the operator. No need for evaluation.